Event description:
The patient underwent a liver transplant, during which the suture was used to perform vascular anastomosis between the haptic artery of the recipient and the celiac artery of the donor. The skin was closed with staples. The patient presented on the same day of surgery with intra-abdominal bleeding and was returned to the or for repair. It is reported that the suture line was found broken. The patient required transfusion of 8 units of blood.